Event description:
The customer reported that the ventilator would not boot up after alarm occurred the unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date of manufacturer: 07/30/2018. Date of report: 09/24/2018. (B)(4). Failure analysis on the returned power management (pm) board shows that the power management (pm) pcba was tested and no failures were identified.